Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 400cc breast implant and experienced deflation on the left breast implant after implantation. The saline solution was leaking from the valve. The deflation was diagnosed by the physical exam by the healthcare professional. As a result, the patient had undergone removal and replacement with filled to 380cc on (B)(6) 18. The patient was not hospitalized.

Manufacturer narrative:
On 05/04/2018, it was reported to mentor that the device history record (DHR) for the lot number 7540860 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/10/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During the initial evaluation, the device appeared intact. Product evaluation team identified that the valve plug strap was pushed into the valve causing leakage from the valve. However, when the valve plug is properly seated, leak testing of the device revealed no leakage sites or anomalies. The complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).